Event description:
The device was returned for analysis with no information.

Manufacturer narrative:
The stimulator, 2 leads, 2 extensions, and 2 anchors were returned and analyzed. There were no anomalies noted with the stimulator, extensions, anchors and 1 lead. Analysis of the lead, indicated a #6 broken conductor wire at the proximal end of the lead. It is unknown what caused the conductor wire to break.